Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk drive was found to be defective and was replaced and the replacement was programmed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not initialize and was therefore, non operational. There was no adverse patient involvement reported. There was no patient information reported.